Event description:
It was reported that during an endovascular treatment procedure, balloon rupture occurred. The 100% stenosed chronic total occlusion target lesion was located in the moderately calcified and moderately tortuous right superficial femoral artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced to the lesion after predilatation was performed using a coyote balloon catheter. The device was first inflated at 24 atms, during the second inflation the balloon ruptured at 24 atms. The procedure was completed with a 4mmx4cm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).